Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high impedance and high capture threshold with intermittent loss of capture were noted. Patient received inappropriate therapy. Lead was repositioned.